Event description:
Information received indicates that impact bent pump's platen door.

Manufacturer narrative:
Investigation found that pump's platen door was bent causing pump to fail volumetric accuracy test. Platen was replaced to resolve the issue.